Event description:
During a laparoscopic cholecystectomy the gasket from the 45 degree flapper valve dislodeged and fell into the pt. The gasket was removed from the abdomen. The risk manager requested all product with the same lot number be returned. There was no consequence to the pt. 2/6/97 it was unknown how the procedure was completed.

Manufacturer narrative:
Results of evaluation: conclusion: visual examination of all eight unused instruments received showed the inner gasket to be in place. No conclusion could be reached as to how the inner gasket was dislodge since the actual instrument was not received.